Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap oesophagus resectie. Event description: on the normal way to use the trocar insertion in the thoracal space between the ribs and they see components of the trocar during the treatment. They inspect the lungs but they are ok. Additional information received from applied medical rep via email and phone 28may24: no lot number available, the customer did not keep it. The component from the sleeve below was broken off and it was confirmed it was the cannula tip that broke off. Intervention: they removed the product. Patient status: ok.

Event description:
Procedure performed: lap oesophagus resectie event description: on the normal way to use the trocar insertion in the thoracal space between the ribs and they see components of the trocar during the treatment. They inspect the lungs but they are ok. Additional information received from applied medical rep via email and phone 28may24: no lot number available, the customer did not keep it. The component from the sleeve below was broken off and it was confirmed it was the cannula tip that broke off. Intervention: they removed the product. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The cannula tip was missing a fragment. Based on the condition of the returned unit, it is likely that the cannula fractured due to force exerted on the cannula tip during the procedure, such as contact with the ribs during insertion.